Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had a pump exchange on (B)(6) 2019 due to suspected thrombus. This event was initially reported MFR #2916596-2019-01556. Manufacturer's investigation conclusion: the report of elevated ldh and suspected thrombus could not be confirmed through this evaluation. Analysis of the log files provided by the account confirmed transient elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted log file for review due to elevated ldh and elevations in power and flow. Analysis of the log file revealed transient elevations in power and flow on 02mar2019, 03mar2019, and 17mar2019. The elevations appeared to be associated with pi events. The remainder of the file was unremarkable and appeared to be functioning as intended. The account communicated that the patient was admitted elevations in ldh and power with concerns of thrombus. A ramp echocardiogram was performed on (B)(6) 2019 and revealed rump was functioning as expected. According to the account, the patient was hypertensive and norvasc and lisinopril were increased. The patient¿s ldh continued to trend downward and the integrilin was discontinued on (B)(6) 2019. The patient was readmitted on (B)(6) 2019 for suspected thrombus. A CT thorax scan was performed on (B)(6) 2019 and an echocardiogram was performed on (B)(6) 2019. The patient ultimately underwent on pump exchange on 24mar2019 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2019 the patient was admitted due to reportedly not feeling well on saturday (B)(6) 2019 with lvad flow up to 10-11 lpm. The patient¿s lactate dehydrogenase (ldh) on (B)(6) 2019 was elevated at 781 u/l from 424 u/l on (B)(6) 2019. Urine was yellow. Technical services¿ review of the submitted log file revealed high flow events that began on (B)(6) 2019 thru (B)(6) 2019. Beginning on (B)(6) 2019, the flow and power began trending down. It was reported that the elevated pump power was due to increasing dyspnea with power and flow spikes over the weekend. The patient had an up-trending ldh, and hypertension with concerns for a pump thrombosis. Outpatient labs were notable for inr of 1.9 with the patient¿s inr goal at 2-2.5. The patient¿s inr had been 1.8 in both (B)(6) and (B)(6) 2019 and but no lower. Reportedly, the patient¿s inr could have contributed to the event. A limited ramp echocardiogram on (B)(6) 2019 showed the lvad functioning as expected. The patient was hypertensive. Norvasc and lisinopril were increased. On (B)(6) 2019 the lvad clinician reported that the patient¿s lvad had increase in flow and power with thrombosis suspected. Right heart catheterization (rhc) on (B)(6) 2019 revealed the ra was 2, pcwp-3; pa 26/5/16, f ci 3.3. There were no changes to pump parameters. Treatment during this admission was integrilin. The patient¿s ldh continued to trend down and the integrilin was discontinued on (B)(6) 2019. The patient was discharged on (B)(6) 2019, stable. Inr was 2.3 with the goal inr increased to 2.5-3. It was reported that the patient was in clinic on (B)(6) 2019 with an ldh of 1215 u/l.